Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6). Hospital. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending angle in up direction does not meet the standard value, the play of u/d knob is out of the standard value due to wear of angle wire; bending section cover, connecting tube had discoloration and was dented; adhesive on bending section cover had chipped and had a white clouded area; light guide bundle slipped down; adhesive around objective lens and light guide lens had white clouded area; adhesive around light guide lens was peeled; distal end and connecting tube had a dent; protector of the universal cord on suction connector, control section side, image guide protector, switch 3, universal cord had scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the gastrointestinal videoscope had a pinhole. There were no reports of patient involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.